Manufacturer narrative:
Correction b5: it was reported that a spectrum iq infusion pump patient¿s IV had the roller clamp closed and the chamber wasn¿t dripping any medication nor was the pump alarming. When the tubing was changed and the roller clamp was clamped, the pump started to alarm. It was not certain if the roller clamp had been partially engaged. There was no report of patient injury or medical intervention associated with this event. No additional information is available. Correction: f10/h6: medical device problem codes - only code of a070908 is needed (a1403 is not required for this reported issue).

Event description:
It was reported that a spectrum iq infusion pump patient¿s IV had the roller clamp closed and the chamber wasn¿t dripping any medication nor was the pump alarming. When the tubing was changed and the roller clamp was clamped, pump started to alarm. It was not certain if it was partially engaged or if there was an under-infusion occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
D4: unique identifier (UDI) #: the serial number (B)(6) is unknown, therefore, the UDI number only will contain the device identifier (B)(4). The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.